Event description:
The patient reported that her blood glucose rose to over 250 mg/dl. While the patient was sitting down, the pod adhesive separated completely from the abdomen, causing the cannula to dislodge. The pod had been worn between 1 and 4 hours. For treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 17.6. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.